Event description:
(B)(6) hospital court ordered me to stay and wouldn't let me leave unless they force ect on me. After months of taking their anti psychotics I just wanted to leave but have regretted it every day since. I do nothing but sit in lonely anguish. They did this to me when I was 22, traumatized as a child by abusive and neglectful adolescent hard-drug using parents, autistic, depressed, anxious, overwhelmed with university, scared for my grandma dying of stage 4 adrenal cancer. They ruined my brain and my life with malicious calculated intent. Involuntary electric shock of the disabled should be the worst possible crime imaginable with severe immediate punishment and overstated restitution, but instead the ect companies pay to keep the message away from the damage of applying a high voltage, high ampere, 240 pulse a second (pos and neg) current to an unwilling disabled child's brain.